Manufacturer narrative:
As part of investigation, an olympus sale representative visited the customer¿s site to assist with troubleshooting. The customer reported that the sales representative cleaned the connector with alcohol, however this did not resolve the image issue. In addition, the unit was returned to the service center for evaluation. The customer¿s complaint of a black screen was confirmed due to bent pins inside the video connector. I have reviewed this medwatch report and am approving for submission to FDA. I acknowledge that my electronic signature being recorded is the legally binding equivalent of my handwritten signature.

Event description:
The service center was informed that during preparation for use, the video system was powered on an intermittent image with color bars was observed on the display. The customer reported that when the scope was attached the screen would go black. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer april 30, 2021. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: bent pins were confirmed in the video connector socket at the repair site, which disabled communication between the scope and the subject device, thus defect phenomenon was indicated. The bent pins were attributed to the scope used in combination; the phenomenon was surmised to have occurred the following sequences. ·chipped pins in the socket were hooked on the pins in the video connector of cv-170 when connecting to the connector socket. ·hooked video connector were inserted further, pins in the video connector socket were pushed and bent. A description was found in cv-170 instruction manual. Following this could have prevented the phenomenon to occur. Confirm that the electrical contacts of the connectors of the camera head is not damaged. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.